Event description:
Initially, the patient called the baxter technical service representative regarding a check patient line alarm. During the call, the patient indicated that he is adding antibiotics to his final solution bag due to peritonitis. Suspect lot numbers: h11b05028, h11d19066 and h11e13066.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
During a follow up call to the facility nurse, the following information was provided: the patient was diagnosed with peritonitis on (B)(6) 2011. The patient was placed on unknown antibiotics. The facility nurse believed the peritonitis was caused by touch contamination and retraining was performed. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11b05028, h11d19066 and h11e13066) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.